Event description:
All at/af therapies disabled on (B)(6) 2019. Because atrial lead position check failed. P-waves measure 0.3 and sensitivity is programmed 0.3mv potential for undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).